Event description:
Masimo reference number (B)(4). Within the past two months, I have noticed that the wires become exposed on our pulse ox cords when attempting to change out the brown sticker. The sticker remains adhered to the white plastic piece that typically covers the wires, requiring the entire cord to be replaced. I discussed this with many nurses on my unit, who all agreed that this is not an isolated incident. I believe that this has affected both the neonatal and infant cords. This poses a significant safety risk to our patients and is also a financial burden to our unit. Unsure of the serial numbers, as packaging is disposed of after opening.